Manufacturer narrative:
The t:slim user guide states: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer had received multiple, intermittent auto off alarms. The customer's blood glucose level was not impacted. During troubleshooting with tandem customer technical support (cts), the auto off safety feature was found to have been set for 12 hours. Cts educated the customer on the auto off safety feature and advised to speak to a healthcare provider prior to adjusting the auto off time. The contact acknowledged the information.